Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2012 revealed that the patient has experienced several seizures since her prior visit on (B)(6) 2012. Clinic notes dated (B)(6) 2012, revealed that the patient has been experiencing an increase in seizures. Additionally, it was noted that the patient suffered a fall during a seizure on (B)(6) 2012, which resulted in a fracture of the distal radius. The physician believes that the device may be nearing end of service and has recommended the patient follow-up with the cardiologist for an EKG prior to device replacement. The patient has a history of arrhythmia as referenced in MFR report # 1644487-2012-03150.

Event description:
The implant card was received which reported the patient had prophylactic generator replacement on (B)(6) 2012. Attempts for product return have been unsuccessful to date.

Event description:
The patient has been referred for generator replacement surgery, however the surgery has not occurred to date. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received from the explanting facility reporting that they no longer have the explanted generator, and therefore, it will not be returned to the manufacturer for analysis.